Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A report was received from a physician indicating that his handheld device was not holding a charge. The product was replaced and the old handheld was sent back to the manufacturer for analysis. Product analysis has not been completed at the time of this report.